Event description:
Reporter alleges the pt had capsules that were removed when the devices were removed. Device was returned to dow corning and upon visual examination found to be intact with unk integrity. Reporter also alleges the pt has progressive systemic scleroderma and upon removal some moderate calcifications in the capsule which were only mild in thickness were found.